Event description:
It was initially reported by the radiologist that after a breast biopsy procedure using the mammotome revolve probe/system, a patient developed a redness at the incisional site. The patient had a 4cm circle of redness that was hot and tender to touch two days post procedure. An antibiotic was prescribed. After two days of antibiotics the patient still had a reddish/pinkish circular area around the incision. The radiologist now thinks that it is a reaction from within the breast because the antibiotic did not completely resolve the redness within two days as expected. The radiologist last reported that the reaction is resolving.

Manufacturer narrative:
Product remains implanted. The device was not returned for inspection and analysis; therefore, no definitive conclusion can be drawn. The associated device history record was reviewed and no discrepancies were found, specifically packaging and sterilization records. Biocompatibility testing has been conducted and has demonstrated that the device is non-irritating and non-sensitizing.